Event description:
It was reported that a cartridge in the ilet system was leaking within the device for an extended period, and replacement supplies were arranged; the issue concerned a leak associated with the reservoir component. Customer care provided support that included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed leakage at or related to the reservoir seal, consistent with a device leak/splash involving the cartridge/reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.